Event description:
It was reported that the patient presented for device upgrade, and externalized conductors were observed via fluoroscopy. No anomalies were noted. The lead was explanted

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasions were found at 7.2-10.8cm from the distal tip. The silicone insulation was abraded and the re conductor was visible. Internal insulation abrasions were also found at 17.0-17.5cm and 19.8-20.3cm. The etfe coating was intact at these locations. External insulation abrasion was found at 41.7- 42.2cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating on one rv conductor was abraded at the same location.